Manufacturer narrative:
A 2420-0007 product was not available for investigation of pr 10965800; however, the customer confirmed that the complaint sample was from lot 24055693. The feedback provided by the customer states that, "leaking from y-site needle-free connector." Further correspondence from the customer has stated that leakage was observed from the y-site connector during priming and the customer observed a 'oval' shape to the y-site. Moreover, the infusion sets were received in a central distribution center and moved to the facilities by the customer logistics teams. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 24055693 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. Please note, the potential cause of the oval smartsite issue is exposure of the smartsite to an external heat source that brings the component temperature above 60°c. The piston head of the smartsite is oval-shaped therefore when the round female luer adaptor (fla) component is placed over it, the piston opening is squeezed shut in order to create a seal. Under excessive heat conditions, the fla material can soften, and as the piston pushes back on the inside, it can reshape the fla to conform to the original oval-shape of the piston head. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 2420-0007 set in the past 12 months.

Event description:
It was reported that bd alaris pump module smartsite infusion set was leaking the following information was received by the initial reporter with the following verbatim leaking from y-site needle-free connector